Event description:
The following information was provided: as per pss implant request: failed left hinge knee, metal ion disease. Patient has an implanted kotz-style hmrs hinge. Need new bearings and circlip. Patient had a kotz knee implanted in eastern europe 30 years ago which is well fixed. The bearings are worn through. Patient is losing hearing due to excessive cocr levels (>100). Need to revise bearings immediately. The prosthesis is unavailable or discontinued in the united states and should not be removed. Need to have the bearings in order to prevent the progression of affects associated with elevated metal levels in blood.